Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-20267. The patient received 2 anchors with the same lot number. It was reported surgical intervention will be undertaken to revise the depth of the ipg and anchors. The patient had lost weight and experienced discomfort at the sites. The procedure took place on (B)(6) 2013. Effective stimulation and coverage was achieved post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.